Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply."

Event description:
The patient was initially treated with afx bifurcated stent graft and (2) suprarenal extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial implant, the physician treated the patient for aneurysm growth of the rci (right common iliac), this was a non device related event. An ovation ix extender stent graft to resolve this event. This procedure is outside the indications of use (off -label). Now, approximately 4 year post initial procedure, a type 3b endoleak with sac expansion was identified during a routine follow up. The physician elected to treat the patient by relining with the ovation ix abdominal stent graft system. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak with sac growth event was refuted, rather there was a type 1b endoleak from the left common iliac artery with sac growth. The secondary endovascular procedure is confirmed. This events are most likely anatomy related due to the remodeling of the iliac anatomy. The procedure related harms for this compliant could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with duraply" corrections: h6: device code: remove 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11 h7: remove recall h9: remove recall number.

Event description:
The patient was initially treated with afx bifurcated stent graft and (2) suprarenal extensions to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial implant, the physician treated the patient for aneurysm growth of the rci (right common iliac), this was a non device related event. An ovation ix extender stent graft to resolve this event. This procedure is outside the indications of use (off -label). Now, approximately 4 year post initial procedure, a type 3b endoleak with sac expansion was identified during a routine follow up. The physician elected to treat the patient by relining with the ovation ix abdominal stent graft system. As of the date of this report, there have been no additional patient sequelae reported. Additional information: the reported type 3b endoleak with sac growth was refuted, rather it is was a type 1b from the left common iliac artery with sac growth.